Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after implantation of a hakim valve (ID 823164 or 823112), the valve didn't respond to any attempt to change the setting. Therefore, the valve was removed and replaced. No additional information was provided after several attempts.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve was returned for evaluation: DHR - lot conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected no defect was noted. The valve was tested for programming, the valve failed the test. The valve passed the tests for occlusion, leak, reflux. The pressure test could not be performed as the device could not be programmed. A visual check of the magnetization motors was carried out, the valve failed the test. Root cause - the root cause for the issue reported by the costumer was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure. At the time of investigation, photo show a demagnetization of the cam.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d6a, d6d, d9, g3, g6, h2, h3, h11. Additional information received: implantation date: "(B)(6) 2025". Explant date: "(B)(6) 2025". How was the valve failure discovered? "Rx check failed the programming procedure". Did the patient experience any signs and symptoms due to valve failure? If yes, please explain: "no information". Timeframe between the implantation and the onset of signs and symptoms? "No information". Current status of the patient "no information".